Manufacturer narrative:
(B)(4). Batch # r57u7x. Device evaluation: the analysis found that one ec60a device was returned with no apparent damage and with an ecr60b partially fired 1/16 cartridge loaded on the device. In addition, another ecr60b cartridge was received partially fired 1/16 and with the pan partially dislodged from proximal end and one drive out of position. The returned device and cartridge reload ecr60b (a) were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge reload was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge reload. The pan dislodged; it is possible that handling by the customer could have dislodged the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Photo evaluation: one photo was provided. The picture shows a blue reload from the bottom view. The sled can be seen partially advanced. This condition could be due to a premature lockout or to an incomplete firing. This condition on the reload would not allow the device to fire. Several drivers can be seen between the knife channel and the pan, it is possible that the pan is partially dislodged from the proximal end. Based on the photo alone the event describe is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a hepatectomy procedure, could not fire. During the laparoscopic assisted right hemihepatectomy, could not fire on the 2nd firing. Changed another reload, still could not fire. Another device was used to complete the surgery. There were no adverse consequences to the patient.